Event description:
Synchronized cardioversion performed with 300 joules for treatment of ventricular tachycardia. Defibrillator pads were placed on pt prior to cardioversion. Noted reddened area suspicious for burn when defibrillator pads were removed. Pt treated with topical lidocaine. Defibrillator tested by bio-med dept. No problems found.